Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I hbsag qualitative ii results on one patient. The results provided were: sid (B)(6) initial=reactive (no actual results provided) /repeated in duplicate=reactive (no actual results provided) /neutralizing confirmatory testing=positive /roche=(B)(6) (negative) additional information provided: anti-hbc=negative there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for false reactive alinity I hbsag qualitative ii confirmatory results included a search for similar complaints, and review of the complaint text, trending data, labelling, device history records and specificity testing of alinity I hbsag qualitative ii confirmatory list 8p11, lot 33519fn00. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Clinical specificity testing was performed using an in house retained kit of the complaint lot. Testing met acceptance criteria, indicating the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Per product labeling for diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute and chronic infection. If the alinity I hbsag qualitative ii results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Based on the investigation no product deficiency was identified for the alinity I hbsag qualitative ii confirmatory reagent, lot 33519fn00.